Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both provided lot numbers, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: may 09, 2023 reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent a primary breast augmentation surgery with a 350cc mentor smooth round moderate profile saline breast implant. Post-operatively, the patient experienced a deflation on an undisclosed side, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2023. The lot and serial numbers were provided for both implanted devices, but the impacted side was not disclosed to mentor. The left side was identified as serial number (B)(4) and the right side was identified as serial number (B)(4). Both devices have the same catalog number. As such, the lot and serial number for each device have both been populated in the lot and serial number fields. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On july 14, 2023, mentor received the device for evaluation. On july 24, 2023, mentor received additional clarification on the identity of the impacted device. Mentor became aware that the impacted device was the right prosthesis. As such, serial number was updated to (B)(6). Lot number was updated to 6539633. Device expiration date was added as 1/18/2012. Device manufacture date was added as 1/31/2016. The patient's prosthesis was replaced with 250cc mentor smooth round moderate profile saline breast implant. On july 28, 2023, mentor completed a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have an area of missing material on the anterior view, measuring approximately 1.7 cm x 0.5 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the missing material, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 01, 2023, mentor received the clarification about the identify of the device and the side of implantation. Mentor became aware that the patient experienced a deflation of her left prosthesis. The device was identified as serial number (B)(6). Device expiration date was added as 5/31/2016. Device manufacture date was added as 5/23/2012. The patient's date of explantation was rescheduled to (B)(6) 2023. Manufacturer¿s reference number: (B)(4).